Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the femoral artery puncture. A 135/20 renegade hi-flo was selected for use. During the procedure, it was noted that the microcatheter was fractured inside the hepatic artery. The device was simply pulled out and the procedure was completed with another of the same device. There were no fragments left inside the patient and no complications reported. Patient was stable post procedure.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the femoral artery puncture. A 135/20 renegade hi-flo was selected for use. During the procedure, it was noted that the microcatheter was fractured inside the hepatic artery. The device was simply pulled out and the procedure was completed with another of the same device. There were no fragments left inside the patient and no complications reported. Patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. Multiple kinks were seen on the device. Two kinks at 116.4 cm and 117.8 cm from the hub showed signs of torqueing.